Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implantation procedure, a patient was 20/100 near, ucva 20/60 intermediate with a 1 month post op manifest refraction (refraction by surgeon) of -0.75 +0.50 od". Also reported that the "patient complains cannot see anything at intermediate and near and wears readers 100% of the time; 2nd eye cancelled; patient to follow up in several weeks". Additional information was provided indicating the patient developed trace posterior capsule opacification approximately seven weeks following the initial implantation. Then two weeks later a limbal relaxing incision (lri) procedure was performed.